Event description:
Lumbar cage broke while being tapped into position. The samples is not available as half of the cage was left implanted and pieces seized in the intervertebral disc compartment. Surgeon was unable to insert another cage, and is concerned that the repair was compromised by this event. Surgery time was extended by 45 min.